Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to part # 343202 - facscalibur 4 clr basic sensor unit, serial #(B)(6). Problem statement: customer reported complaint of needle drips - leakage of biohazard not contained within instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 21jan2020 to 21jan2021. Complaint trend: there are 10 complaints of a needle/sit drip, date range from 21jan2020 to 21jan2021. Manufacturing device history record (DHR) review: DHR part # 343202 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of a needle drip and the leak of waste without bleach and not contained within the instrument was due to a clogged waste line. The leak was a mix of facsflow and test material and occurred before the waste tank. The tubing between the flow cell and pump became clogged and was cleaned by the customer. No field service was needed and no parts were replaced. After the cleaning the instrument was tested and was performing as expected with no further leaks. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they used gloves and safety protection to clean up the leak. User¿s should wear proper ppe (personal protective equipment) especially handling biological waste as stated in the calibur¿s IFU (instructions for use). Proper daily and monthly cleaning procedures can be found in there as well. Both information can be found in the bd facscalibur¿ instructions for use, 23-12911-02 rev. 1/vers. A, starting on pages 60 and 173 (maintenance). After the repair, the instrument was cleaned, tested and functioning as expected. The safety risk is low as there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2004. Defective part number: n/a. Work order notes: o subject / reported: (B)(6)- facscalibur 4 clr basic sensor unit - needle drips to the side when arm is in standby. O problem description: needle drips when specimen arm is set aside. O work performed: the customer cleaned the tube between the flow cell and the pump. The customer confirmed that the device is working properly. O cause: the hose between the flow cell and the pump was blocked. O solution: n/a. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # (B)(4), rev. 01/vers. A, bd facscalibur failure mode and effect analysis was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in (B)(4) rev. 12/vers. J, whereby a waste leak is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes/ no? O item: droplet containment module. O function: to contain droplets. O potential failure mode: droplets not contained. O potential effects of failure: all of the sample is. O potential causes/mechanisms of failure: pump not properly sealed. O current controls: n/a. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O sev: 5. O occ: 5. O det: 1. O rpn: 25. Mitigation(s) sufficient, yes/no? Root cause: based on the investigation results the root cause was due to a clogged waste line. Conclusion: based on the investigation results, the root cause of backflow of waste without bleach and not contained within the facscalibur was due to a clogged waste line. The customer confirmed the issue and cleaned the waste line. After the cleaning of material, the instrument was tested, and functioning as expected. No one was harmed or injured, and no further leaks occurred. The safety risk is low as and there was no impact to customer health or safety. H3 other text : see h10.

Event description:
It was reported that while using bd facscalibur¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from german to english: needle drips when specimen arm is set aside. Was the leak fluid or air? Leak. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? That was mainly facsflow mixed with test material. Did biohazard leak before or after waste line? Before. Was the waste mixed with decontamination or bleach? With decontamination; it was mixed with decontamination afterwards as part of the clean up process. Was the customer/bd personnel physically in contact with the fluid? No. Which part of the body was in contact to the fluid? N/a. What personal protective equipment (ppe) was being worn? Gloves. Was there any impact to patient samples due to leak? No. Was customer harmed/injured? No. What is the current medical status? N/a.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscalibur¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from german to english: needle drips when specimen arm is set aside. Was the leak fluid or air? - leak. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? - that was mainly facsflow mixed with test material. Did biohazard leak before or after waste line? Before. Was the waste mixed with decontamination or bleach? With decontamination - it was mixed with decontamination afterwards as part of the clean up process. Was the customer/bd personnel physically in contact with the fluid? No. Which part of the body was in contact to the fluid? N/a. What personal protective equipment (ppe) was being worn? Gloves. Was there any impact to patient samples due to leak? No. Was customer harmed/injured? No. What is the current medical status? N/a.